Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented to the emergency department. Upon device interrogation, the left ventricular (lv) lead exhibited loss of capture and elevated out-of-range impedance. A chest x-ray confirmed lv lead dislodgement. The lv lead was subsequently explanted and replaced. The patient was discharged following the procedure.